Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm procedure. The sutures of two proglide devices were successfully placed at 10'o' and 2'o' clock. The sheath was upsized to a 22f sheath and the procedure was completed. Reportedly post procedure, when the sutures of the first proglide device was pulled, a suture break occurred. The same occurred with the second proglide when attempted. A nick and spread was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.